Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch up cable was broken at the distal clevis hub. The pitch motion was not intuitive due to breakage. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The pitch down cable was frayed at the clevis hub. No other damage was found. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci si prostatectomy procedure a maryland bipolar forceps instrument was unable to be controlled about an hour into the procedure. They arched and wouldn't obey the controller. The forceps were re-inserted several times and then control panel (for robot arm adaptor) was reset. Problem still existed. New robot forcep was opened. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.